Manufacturer narrative:
The actual device was not available; however, it was reported that the device "intervened by the technician on -site" who found the machine to be within specification. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The event history log review showed the patient fluid removal was prescribed at zero, however the log file shows that it was set at 921ml/h (not 3000 ml/h as reported) . The reported condition was verified. The cause of the condition was determined to be related to use error, as the log file investigation confirmed an incorrect treatment parameters settings. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient underwent a plasmapheresis using a prismaflex control unit and prismaflex set. It was reported that the albumin did not reach the patient. Two hours after the start of treatment, the patient experienced a "blood count disorder" with hemoglobin level increase from 12(units not reported) before treatment to 17 (units not reported) at the time of the event and a hematocrit from 32(units not reported) to 54 (units not reported) . Use error was found, further described as "the users mistakenly set a plasma withdrawal of 3000ml. Total exchange volume was confused with plasma withdrawal" resulting in human albumin "not reaching the patient." It was reported that "3l of ringer's solution plus human albumin" was administered to the patient to compensate. No additional information is available.

Manufacturer narrative:
H11: it was reported the patient plasma loss was set to 0; however, the event history log review showed that it was set at 950 ml/h (not 3000 ml/h as reported). Should additional relevant information become available, a supplemental report will be submitted.